Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report. Based upon the information from olympus thailand (oth), ¿it was used this time and face the problem of air/water feeding has clogged¿. Therefore, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the air/water nozzle was clogged with hemostatic adhesive and there was hemostatic adhesive inside the instrument channel. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.